Event description:
Pt with history of lung ca which was diagnosed in 1996 had a right subclavian portacath inserted. A chest fluoroscopy of 09/2000 noted the catheter fragmentation and it was concluded to have occurred between chest films of 04/2000 and 08/2000. Pt was admitted and successfully underwent catheter fragment extraction under conscious sedation (pac lying in left lung). This is being reported at this time as it took some time to retrieve the pt's 1996 records from storage.